Event description:
It was reported that the latex intermittent catheter seemed to be breaking down and there were some spots that had white stripes. The health professional also stated that there was discoloration at the needle eye. Per follow up on (B)(6) 2021, it was stated that the catheters should have been red all over, but it had white stripes. It was also stated that, some had rough areas on the opposite side of the eyes, some had discoloration at the eye of the needle. It was reported that there was no patient involvement. Per follow up on (B)(6) 2021, customer stated about breaking down that the texture was rough and not smooth on the opposite side of the needle eye. The catheters were not broken but were breaking down as in losing structure.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the latex intermittent catheter seemed to be breaking down and there were some spots that had white stripes. The health professional also stated that there was discoloration at the needle eye. Per follow up on (B)(6) 2021, it was stated that the catheters should have been red all over, but it had white stripes. It was also stated that, some had rough areas on the opposite side of the eyes, some had discoloration at the eye of the needle. It was reported that there was no patient involvement. Per follow up on (B)(6) 2021, customer stated about breaking down that the texture was rough and not smooth on the opposite side of the needle eye. The catheters were not broken but were breaking down as in losing structure.